Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance trend on the rv (right ventricular) pacing lead was rising, the unexpected delivery of a ventricular tachyarrthymia therapy and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2015, ventricular sic was up to 1733, along with ventricular tachycardia (vt) non-sustained episodes and detected ventricular fibrillation (vf) episodes with evidence of lead noise oversensing resulting in an inappropriate shock. The analyst also noted beginning (B)(6) 2015, the rv pacing impedance spiked from 342 ohms to 836 ohms and the rv lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in three days and two or more high rate nst episodes. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks and a right ventricular (rv) lead integrity alert (lia) triggered, along with noise and multiple non-sustained ventricular tachycardia (nsvt) observed on the electrogram (egm) and oversensing of sensing integrity counters (sic). It was noted the implantable cardioverter defibrillator (ICD) also inappropriately detected ventricular fibrillation (vf) and nsvt. The rv lead and ICD were reprogrammed and a rv lead fracture was suspected at the time of the lead revision. The rv lead was capped and replaced and it was noted during the lead revision procedure the ICD would be replaced for normal battery usage and compatibility with the replacement rv lead. No further patient complications have been reported as a result of this event.